Manufacturer narrative:
Pump was received with intermittent button response due to flattened all the buttons dome switch. Keypad connector was fully locked. Unit had stripped battery cap p at coin slot area. (B)(4).

Event description:
The customer indicated via phone call that the insulin pump keypad buttons are not responsive and the up and act buttons do not work. Customer's blood glucose was 144 mg/dl at the time of incident. No further information was provided.